Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt was returned due to a patient death. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief. The root cause for the strained cable was excessive force. There is no indication that the defective belt caused or contributed to the patient's death as the patient was in a non-treatable rhythm when the device was deactivated. No adverse event resulted from the strained cable.

Event description:
A us distributor returned electrode belt sn (B)(4) for investigation into a non-reportable death, upon investigation, a reportable device malfunction was found.